Event description:
Per patient medical record, patient arrived at our facility with shiley 7.5 et (endotracheal tube) tube in place. The following day, upon extubation, the respiratory therapist and ICU physician found that the et tube cuff would not deflate. Per the record, they tried cutting off opilot/pilot balloon and the cuff would still not deflate. Physician extubated patient. Et tube sequestered.